Event description:
Country of complaint: (B)(6). Post operative loosening of set screws. All set screws and rods were replaced during a revision surgery. This included 9 sw790t, 1 sw668t and 1 sw669t. Med watch reports associated with this incident include: 3005673311-2016-0095; 3005673311-2016-0096; 3005673311-2016-0097; 3005673311-2016-0098; 3005673311-2016-0099; 3005673311-2016-0100. Components in use include: sw668t / s4 straight rod 5.5x180mm; sw669t / s4 straight rod 5.5x200mm.

Manufacturer narrative:
Corrected data: original report indicated incorrect manufacturer; information corrected in this report. Additional information: complaint was received regarding sw003t / s4c set screw new version; two with lot 52104797; four with lot 52079406. The initial thread of two sw003t (2x lot 52104797) was found to be stripped off. The screws exhibit circular wear marks on the underside. The available set screws were investigated visually an microscopically. The device quality and manufacturing history records were reviewed for the available lot numbers. The device history file was reviewed and found to be according to our specification valid at the time of production. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. The marking and damage on the set screws indicates that the set screws were cross threaded. The thread of each set screw is subjected to a 100 percent inspection during production. Therefore delivery of a sw003t in such condition is excluded. Corrective / preventive action is not required.